Event description:
It was reported a portion of the coating from the distal tip of this guide wire detached in the pt when being used through a soft pig tail catheter during an angiogram procedure. Retrieval with a snare was uneventful. No pt complications resulted from this event. This device has not been rec'd for eval. Therefore, no failure analysis is available. Co attempts to gain further details about the circumstances surrounding this event have been unsuccessful. Without evaluating this device and without further details regarding the circumstances of this event, co was unable to determine the exact cause for this event. Same case as MFR report 6000039-1998-00012.